Event description:
Reportedly, the pt visited the emergency outpatient department because he received numerous shocks from his ICD under consciousness. Interrogation of the ICD involved in this MDR report revealed inappropriate behavior due to possible incomplete lead fracture. A reintervention occurred and the ICD was removed. The sorin isoline lead s/n (B)(4) (MDR #1000165971-2012-00117) could not be extracted. Normal impedance was obtained by an analyzer measurement in both bipolar and unipolar setting. The lead was cut down and placed inside the body with a lead cap. Since the pt refused a new ICD implantation, no system was implanted at that time. The ICD was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.